Manufacturer narrative:
The product was not returned and no other photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the DHR is unable to be reviewed. No action is recommended at this time.

Event description:
It was reported that a closure top backed out post operatively. There is no revision surgery scheduled at this time. No known patient impacts reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a closure top backed out post operatively. A revision surgery was performed to remove and replace the closure top. There were no reported injuries to the patient associated with the revision.